Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator exhibited non-sustained post-paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed, but not performed. There were no patient consequences.